Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that after the main bifurcated stent graft was implanted the stent graft limb etlw1620c156ej was selected as the contralateral limb for implantation. It was reported that when the limb was deployed angiography was carried out and marking for the bifurcated portion of the internal iliac artery and the external iliac artery was performed by the physician. It was reported that, although the contralateral limb was deployed with aligning the markers on the screen, occlusion of the internal iliac artery was observed. It was considered that the bifurcated angle was insufficient, and the exact bifurcated portion was above the marking position. Additional intervention was not performed for the occlusion and the procedure was completed. As per the physician, the event occurred due to user error not the device. No additional clinical sequelae were reported, and the patient is being monitored.